Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After successful case completion, it was noted that the base array, which tracks the rio, had a sheared off connector pin. There was no impact on the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The evaluation determined that the connector pin on the robotic arm tracking array (base array) was sheared during assembly at the customer site due to user error. The user guide provides instructions for proper assembly of the base array shaft into the connector.